Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a larger circular posterior capsule tears in a patient's eyes during irrigation and aspiration portion of a laser assisted cataract surgeries. Anterior capsules remained intact during the procedures. Anterior vitrectomy's were performed. Primary incisions were enlarged with a keratome. The primary incisions were sutured at the end of the procedures.

Manufacturer narrative:
As the tear occurred after treatment with the laser and cataract was noticeably dense which increase the chance of complications with the capsular bag, the root cause likely be surgical technique or patient anatomy. However, without a technical evaluation of the system, eliminating the system as a potential contributor to the root cause cannot be done. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).